Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: transforaminal lumbar interbody fusion levels operated: l2-s1 it was reported that during surgery, shaver broke while scraping off the disc. No fragment remained in the patient. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications were reported as a result of the event.